Manufacturer narrative:
Pc (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was the initial procedure? - CABG could you please confirm if the issue (breakage suture) occurred pre-op or intra-op? - intra-op what is the event day and procedure date? Could you please confirm if the patient suffer from any consequence due to this issue (breakage suture) - no what is the lot number? - customer didn¿t keep package so she didn¿t know lot please confirm how many devices present this issue (breakage suture)? - 7 note: events reported in 2210968-2020-10312, 2210968-2020-10313, 2210968-2020-10314, 2210968-2020-10315, 2210968-2020-10316, 2210968-2020-10317, and 2210968-2020-10318. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a CABG on an unknown date and suture was used. During the procedure, the suture broke. There were no adverse patient consequences. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/2/2021.   Additional information: component code: g07002 - no device problem found. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.   H3 evaluation: representative samples returned to support investigation of multiple device issues captured in reports 2210968-2020-10312, 2210968-2020-10313, 2210968-2020-10315, 2210968-2020-10316, 2210968-2020-10317, and 2210968-2020-10318. Analysis results have been included in follow-up reports for each. Seven unopened samples of product was received for analysis. During the visual inspection of seven unopened samples, no defects were found on the package. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand and no defects, damages or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The device performed without any defect noted and the actual complaint sample was not returned for analysis. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.